Event description:
It was reported that the patient experienced persistent hyperglycemia despite multiple interventions, including two subcutaneous insulin injections and two infusion site changes, leading the family to seek emergency care. Symptoms included elevated blood glucose. Outcomes included an emergency room visit. Investigation included review of the reported history and user troubleshooting. Investigation of this case revealed an unclear cause, with no reported device alarms and no confirmed device malfunction or component failure. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.